Event description:
Please reference: 2026095-2015-00172/15-00520(b), incident #1 of 2: flow rate: 100ml/hr. An international distributor reported incidents that occurred in (B)(6) with two pump's infusions ending sooner than expected. It was reported that the infusions ended within 1 hour and 30 minutes instead of the expected 3 hours. No patient injury nor medical intervention was reported. The devices are not available for return. Additional information was requested, however is not available at this time.

Manufacturer narrative:
(B)(4). The device was reported as not available for return and analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as the device was not available for analysis, no device testing methods were performed. For this reason results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncr's) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. The instructions for use (IFU) (14-60-594-0-03) specifies the following: there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure.", "warning: the homepump eclipse pump must be filled 4 hours prior to administration to infuse at the labeled flow rate. If the pump is used immediately after filling, flow rate may increase by up to 50%.", "delivery accuracy: when filled to the labeled (nominal) volume, the homepump eclipse* pump is ±15% of the labeled (nominal) flow rate when infusion is started 4 hours after fill , delivering normal saline as the diluent at 20°c/68°f.", "caution: "filling the pump less than the labeled volume results in faster flow rate." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter, although attempts were made to obtain additional information without success. An historical review indicated that no other confirmed complaints were reported for this reported incident and related to the same lot number. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Additional information was received 06/15/2015. It was clarified that the infusion delivered in 1 hour and 40 minutes instead of the expected 4 hours. The reported incident occurred twice in the patient's home. The infusion was given via peripheral IV in the forearm. No injury occurred. The patient is in good condition.

Event description:
Please reference: 2026095-2015-00172/(B)(4).